Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the potential patient response risk with use of dura-guard when used as a dura substitute for the closure of dura mater during neurosurgery was rated high for risk of chemical meningitis, specified as I see aseptic meningitis more often with this product than with auto graft¿ and high for risk of severe or prolonged inflammation, specified as ¿I have seen multiple chiari patients performed by other surgeons who used this product who developed syringomyelia and tethered brainstem¿. The risk was rated high for the risk of bio-incompatibility, high for the risk of severe immune response, high for risk of allergic reaction, high for stenosis/restenosis, high for foreign body reaction/ graft rejection/severe graft encapsulation and high for tissue calcification the physician reported ¿I see aseptic meningitis more often with this product than with auto graft and scar tissue and brain stem tethering¿. The risk was rated moderate for risk of fever, specified as ¿I see aseptic meningitis more often with this product than with auto graft¿. At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.